Event description:
According to the clinic, when they interrogated the generator with another programmer the lead impedance was within normal range. There were no adverse events associated with the high lead impedance. Per the physician, x-rays showed proper pin insertion and no obvious lead fracture. No further relevant information has been received to date.

Event description:
It was reported that the patient had high impedance message of 5,618 ohms on a m1000 device <100000 sn. The patient reported no adverse events internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. The manufacturer's device history records of the m1000 were reviewed. The generator passed final functional and quality specifications prior to release. No further relevant information has been received to date.